Event description:
It was reported that a screwdriver broke in half while inserting a screw. No adverse consequences to the patient were reported.

Manufacturer narrative:
The reported event was confirmed via visual inspection of the returned device. Material analysis was performed on the device. The shaft was found to have fractured in a mixed mode of cleavage and ductile due to an applied bending load. The hardness and elemental constituents were consistent with specifications. No material or manufacturing defects were found. Based on the material analysis, the most likely root cause is bending load applied to the driver during screw insertion. The surgical technique guide also recommends tapping for most cases, and the lack of tapping during screw hole preparation may have also contributed to the event by requiring the surgeon to use more force to place the screw into the prepared hole.

Event description:
It was reported that a screwdriver broke in half while inserting a screw. No adverse consequences to the patient were reported.